Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via sems that an ar-6068-90t 90 deg. Tight curve quickpass lasso had an issue. The sd wire loop broke when the doctor pulled it out after hooking the first stitch during a procedure on (B)(6) 2022. Used a new product and the case was completed. No patient harm. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the arthrex employee stated the following information via email: this event occurred during an arcr procedure. The wire loop broke inside the patient, all fragments were retrieved and removed. This was a quick pass device and was only reloaded once. There was no affect to the patient.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the wire loop had broken and the coating had been removed. The cause of this remains undetermined.